Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Telephone number : (B)(6).

Event description:
It was reported that the blade was not cutting and the ratchet needed checked. Event occurred during surgery. There was a delay of 16-30 mins. No harm to patient. There was no additional unplanned graft harvested from patient. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d8, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the cutter failed and repair center recommends a replacement. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.